Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was between 94-194 mg/dl. Reportedly, the customer continued using the pump and had manual injections as alternate insulin therapy.